Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6): zenith alpha thoracic post market retrospective study. Type ia false lumen flow from the primary tear was reported 60 days post-procedure. On (B)(6) 2023, the patient underwent routine treatment of chronic type b thoracic aortic dissection extending from zone 2 to zone 11 with primary tear in zone 4, which included placement of (from most proximal to most distal and starting in zone 4) zta-pt-36-32-161, zta-pt-34-30-161, cmd-zta-pt-f-0519-010223, and zta-p-30-109. Procedure angiography revealed patent devices, no device issue, thrombosed thoracic false lumen, and partially thrombosed abdominal false lumen with flow from a secondary tear at the abdominal aorta. Follow-up imaging on (B)(6) 2023, revealed patent study devices, no device issue, retrograde progression of dissection, partially thrombosed thoracic and abdominal false lumen with type ia flow from the primary tear, and thrombus in the distal component (zta-d-). The patient was taking anti-platelet and anti-coagulant. On (B)(6) 2023, the patient underwent a secondary intervention. Surgical repair of access site pseudoaneurysm. Follow-up imaging on (B)(6) 2024, revealed patent study devices, no device issue, partially thrombosed thoracic false lumen with flow noted as "reperfusion from candyplug,¿ patent abdominal false lumen with flow from an abdominal secondary tear, and no thrombus. Patient outcome: the false lumen flow from the primary tear was not treated and was no longer present at the next follow-up imaging. In addition, the thrombus was also not treated and not present on the next imaging.

Manufacturer narrative:
Manufacturers ref# cn-(B)(4). Additional information provided by the study site determined that the event for this cn# is no longer reportable as there is no longer a type 1a endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.